Event description:
It was reported that during surgery for periacetabular osteotomy, surgeon was using the curved pelvic osteotome to cut thru the bone, the chisel broke in half at the connection between the handle and shaft. Surgeon was successful in removing the chisel shaft from the bone. Surgeon choose another chisel to complete the surgery with no additional problems. This is report number 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. A review of the device history records has been requested.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. A manufacturing evaluation was conducted and the report received indicates the instrument had broken off at the pin where it is secured to the handle. The device does not appear to have any damage or misuse marks on it. The shaft diameter was found to be 0.1mm undersized during the inspection; however, this nonconformance would have no bearing on the breakage. The hardness was also found to be good at 52 hrc. The device is approximately 3 ½ years old. It is not known how the device was handled.